Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had presented for routine follow up. The right ventricular lead exhibited noise. The patient is not pacemaker dependent, no intervention had been reported.

Event description:
New information states that at follow up no noise was noted on the ventricular lead and the patient condition was good.

Event description:
New information states that the patient presented for routine device change out and possibly right ventricular replacement due to noise. The physician visually inspected the lead and found no visual insulation defect. The lead remained implanted. The patient was stable post procedure and would monitored remotely, discharged to nursing home.